Event description:
During the device evaluation, the subject device exhibited several issues. Residual fluid or foreign matter was observed coming out of the forceps channel, and foreign matter was found on the distal end. The acoustic lens was damaged, and scratches were present on the acoustic lens (the lens did not reach the adhesive layer). Although they did not extend to the adhesive layer. Additionally, the adhesive part of the objective lens was peeling off. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause for the residual fluid or foreign matter coming out of the forceps channel and the presence of foreign matter on the distal end of the device was not established. Regarding the acoustic lens, it was found to be damaged, and scratches were present on the lens; however, the lens did not reach the adhesive layer, and the scratches did not extend to it. Additionally, the adhesive part of the objective lens was peeling off. These findings suggest that the cause of the complaint was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.